Event description:
It was reported that the customer experienced a malfunction with their pump, specifically displaying malfunction code 12, which could not be resolved despite attempts to reset it. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.